Event description:
The customer advised datascope service that they could not achieve sufficient vacuum while the unit was in use on a patient. The patient was switched to another unit and therapy was continued.